Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 18 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The lesion being treated was a calcified, 90% stenotic lesion in the apical lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.